Manufacturer narrative:
1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt was unable to communicate with the ipg using external devices. The pt reported she had not charge the ipg for a few months. The sjm representative met with the pt and confirmed the issue. It was reported, the physician may undertake surgical intervention to address the issue.